Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow-up from tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned